Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer used cold insulin. A full system check confirmed the pump was functioning properly. The customer subsequently went to the emergency room (ER) with a blood glucose (bg) level of 403 mg/dl. The customer administered a bolus to address bg. Customer was treated with intravenous fluids of saline and insulin in the ER and was discharged later that same day. No issues were observed with the pump, cartridge, or infusion set. The given treatment resolved the issue, and no permanent damage was sustained by the customer. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.